Manufacturer narrative:
This report is for an unknown depuy synthes humeral nails (unreamed humeral nail uhn, expert humeral nail ehn, and multilock humeral nail (mhn)) and includes the angle stable locking system (asls). Unknown quantity/unknown lot. Additional product code: hwc. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, metsemakers, w. J., wijnen, v., sermon, a., vanderschot, p., and nijs, s. (2015). "Intramedullary nailing of humeral shaft fractures: failure analysis of a single centre series". Archives of orthopaedic and trauma surgery, 135: 1391-1399. This is a retrospective evaluation of a large-scale, single centre experience which involved a total of one hundred and twenty-five (125) patients after exclusion criteria were met. Between january 2000 and january 2013 there were one hundred and twenty-five patients (125) with a mature skeleton and humeral shaft fractures that were treated with intramedullary nailing (imn); there were 54 males and 71 females with a mean age of 56.4 years (range 20-88 years). Surgical fixation was performed using one of three types of humeral nails; unreamed humeral nails (uhn), expert humeral nails (ehn), or multilock humeral nails (mhn). After the introduction of new straight nails (mhn), angle stable locking system (asls) screws were placed for distal locking and this became the standard of care in this practice. Interfragmentary compression was used in transverse and short oblique fractures. For all nail systems (uhn, ehn, and mhn), compression was obtained using the system specific compression tools. Initial stabilization was performed by imn in one hundred and twenty-two patients (122) and external fixation (ef) was performed in three (3) fractures initially. There were only four (4) open injuries with gustilo type I injuries in the group. In twenty (20) patients cerclage wires were used for better fracture reduction and prevention of fracture gap. Intraoperative x-rays were obtained. A (B)(6) patient treated with an antegrade humeral nail had an iatrogenic fracture at the distal locking site with loosening of the screws; toggling occurred despite the use of asls. Treatment for this patient was performed using secondary plate osteosynthesis. This is report 3 of 5 for (B)(4). This report is for an unknown depuy synthes humeral nails (unreamed humeral nail uhn, expert humeral nail ehn, and multilock humeral nail (mhn)) and includes the angle stable locking system (asls).